Event description:
It was reported that during a vertical sleeve gastrectomy procedure, on the second firing of the device while using a green reload, the device was fired and then removed. The device cut but did not staple on the patient side of the cut line. Staples formed on both sides about 1/3 down the staple line. After about 1/3 of the firing it did not look like there were any staples deployed on the patient side. Buttressing was used on all firings. Black was used for first firing. Unsure of patient gender or bmi. Surgeon did not feel patient had abnormally thick stomachs. Bleeding occurred and surgeon irrigated and oversewed the staple line. The amount of bleeding could not be quantified but reported that no blood products were given that he was aware of. The case was completed with same device and new reloads. Device and reload were discarded.

Manufacturer narrative:
(B)(4).